Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a missing set screw. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 457453 lead, implanted: unknown; 429688 lead, implanted: unknown. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a setscrew problem leading to improper pacing. The left ventricular (lv) lead had dislodged and an impedance alert was triggered for the right atrial (ra) lead. The left ventricular (lv) lead was repositioned. Again the left ventricular (lv) lead dislodged post-procedure. The patient's system was removed and replaced. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(4) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.